Event description:
Risk management: states that an or rn developed hives and shortness of breath in 2001 after wearing the gloves. The rn went to the ER and was given IV solumedrol. The rn is now doing fine.